Manufacturer narrative:
The lot number for the device was provided. The DHR was reviewed and there was no information to suggest that the reported issue was related to the manufacturing of this device. Based on the event description and result of manufacturing controls, no objective evidence was found to link the event to manufacturing. The sample was discarded by the user facility. Therefore, a sample evaluation could not be performed. The investigation is currently underway.

Event description:
It was reported that during withdrawal, the distal tip of a recanalization catheter became prolapsed over the tapered support catheter and then detached from the rest of the device. An attempt to retrieve the detached component was not performed. An attempt to regain access through the vessel was attempted; however, proved unsuccessful. No report of injury to the patient.